Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead alert for impedance, the impedance was high, and clavicular crush was suspected. The lead was capped, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.